Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during the procdeure, the md found that the guide wire was kinked. So a new kit was used to finish the procedure."

Manufacturer narrative:
(B)(4). The customer returned an opened cvc kit including one guide wire assembly, 2-l catheter, and arrow raulerson syringe (ars) for evaluation. Definite signs of use were observed on the returned components. Visual examination of the guide wire revealed that it contained one very slight kink on the distal j-bend. The distal j-bend was slightly misshapen but intact. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were secure and intact. The kink measured 8mm from the distal end of the guide wire. The guide wire length measured 604mm , which is within the specification limits of 596mm-604mm per the guide wire product drawing. The guide wire outer diameter measured 0.802mm, which is within the specification limits of 0.788mm-0.826mm per the guide wire product drawing. The guide wire was inserted through the returned arrow raulerson syringe (ars) and lab inventory 18ga introducer needle, and it was able to pass with little to no difficulty. Performed per IFU statement, "advance spring-wire guide into the syringe approximately10 cm until it passes through the syringe valves." The guide wire was also threaded through the returned catheter with little to no resistance. A manual tug test confirmed that the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user , "warning: do not apply excessive force in removing guide wire or catheter. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested.". The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed that the guide wire was kinked towards the distal j-bend. The guide wire met all relevant dimensional and functional requirements. A device history record review was performed with no relevant findings. Based on the customer report that the damage was observed during use and the sample received , unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "during the procedure, the md found that the guide wire was kinked. So a new kit was used to finish the procedure.